Event description:
Customer reported; child had a seizure in the middle of the night, when they checked, found that the tubing was clamped on the pt side and no alarms had occurred. Pt injury or medical intervention: no. A f/u call to the health care provider resulted in the following additional user info: the pt had a seizure and when parents ran in, noticed that the pt was lying on the tubing and the pump had not triggered an occlusion alarm. The parents noticed the tubing was kinked and corrected it. The health care provider reported the seizure was unrelated to feeding or lack thereof.

Manufacturer narrative:
Based on the info received from the health care provider the pump could have been functioning properly. The presence of a kink in the tubing set is not always an indication the line is occluded. In this case, the line could have been partially opened allowing formula to continue to the pt. The pump occlusion alarm would not have been triggered. A f/u report will be submitted once the pump is received and evaluated or additional pt info becomes available.